Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported the cartridge leaked insulin into the infusion device. No adverse event was reported. The alleged product was discarded and will not be returned for evaluation.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.